Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient) pt was doing well and now started having accidents again. Pt stated before they were just having little drips and now several times this week when pt has spasms "it floods" and stated it is a few ounces. Pt also reported their urgency has been worse and if pt makes it to the bathroom it's only a couple ounces that pt goes. Pt requested assistance increasing stimulation due to this. Walked pt through connecting with ins and pt confirmed therapy is on at 0.9. Pt increased stimulation to 1.1 and confirmed feeling stimulation a little and stated this was because pt was concentrating. Agent inquired if feeling stimulation comfortably in bike seat area and pt stated that it is hard to tell because they have "a lot of health issues" (no indication related to device/therapy). Pt wanted to leave therapy at 1.1. Pt will monitor symptoms now that change was made and will follow up with hcp if not seeing an improvement. Agent asked for event date and pt stated they went to their dr on the 24th and told hcp at that time how well pt was doing. Pt stated issues noted above started "I'd say the last week". Agent did not ask about the circumstances that led to the reported issue. See above. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt stated upcoming hcp appt is november 24th. Reviewed communicator cleaning overview. Additional information was received from the patient. They reported that they were having a lot of accidents, a couple accidents a day. It was reviewed how to increase stimulation, and they were able to increase stimulation to where they could feel it. They also mentioned they had gastrointestinal (gi) issues, and were very bloated. Additional information was received from the patient. They reported that the reason for the call was to report they had been experiencing symptom return since (B)(6) 2021. They reported they went on vacation and were not wetting their briefs. Now briefs that were meant to last twelve hours were not. They sometimes felt stimulation, but currently not. They also stated some days were better than others. Troubleshooting was unable to be performed, as the patient reported their equipment was not charged. They would call back once their equipment was charged to be walked through increasing therapy strength. They called back about an hour later to adjust their stimulation. They reiterated symptoms already reported and stated they had been experiencing leakage. They confirmed they were feeling the stimulation sensation. Therapy expectations, external device recharging, and purchasing an additional micro usb cord were reviewed. The patient increased stimulation, and confirmed they were feeling a comfortable fluttering. They were not sure if it was in their bicycle seat area or not. They were encouraged to document their symptoms. The patient stated they would call back to adjust their stimulation again if their symptoms had not reduced from increasing their stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the reason for the call was to report they had been experiencing symptom return since (B)(6) 2021. They reported they went on vacation and were not wetting their briefs. Now briefs that were meant to last twelve hours were not. They sometimes felt stimulation, but currently not. They also stated some days were better than others. Troubleshooting was unable to be performed, as the patient reported their equipment was not charged. They would call back once their equipment was charged to be walked through increasing therapy strength. They called back about an hour later to adjust their stimulation. They reiterated symptoms already reported and stated they had been experiencing leakage. They confirmed they were feeling the stimulation sensation. Therapy expectations, external device recharging, and purchasing an additional micro usb cord were reviewed. The patient increased stimulation, and confirmed they were feeling a comfortable fluttering. They were not sure if it was in their bicycle seat area or not. They were encouraged to document their symptoms. The patient stated they would call back to adjust their stimulation again if their symptoms had not reduced from increasing their stimulation. 2022-01-18rtg0255167, patlr(con): additional information was received from the patient. The patient called back reporting ongoing therapy issues. Patient is still experiencing urinary incontinence. Patient had just had an MRI and needed help exiting MRI mode and turning therapy back on again. Reviewed how to do so. Patient confirmed they turned therapy back on and increased amplitude higher and stated that the cause of the return of symptoms was unknown. Recommended following up with managing physician if not resolved.